Event description:
The facility reported a pump failure code 703. This failure code occurred during biomed testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional contact information is available.